Manufacturer narrative:
The lens case was returned disassembled with the lens case lid sitting loosely atop the lens case base. The lens is positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. One haptic has a nick/chip in the gusset area. The optic has scratches on the anterior and posterior sides of the lens. The optic is pressed against a post and leaning down into the well area of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There is one other complaint in the lot. This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a pressed shape was noted in the center of the iol. It was noted prior to being implanted. Additional information was requested.